Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "machine failed to switch on in ac mains. Machine working in battery mode." No clinical signs, symptoms or conditions. Problem identified during non-clinical procedure.